Event description:
During a laporoscopic procedure a 10/11 trocar was introduced through the umbilical incision. The surgeon described that it took an unusual amount of force to get the trocar in. When it did go in, it went through rapidly and the surgeon left it hit something on the posterior abdominal wall. Upon suctioning, a fair amount of blood was coming from the retroperitoneum and the operation was converted to an open procedure. Upon opening the peritoneum, a venous bleeder was identified.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.